Event description:
It was reported that the device had a down stream occlusion seal detached. No patient involvement. Customer damage: no patient involvement:no when did the event occur: during testing do you need to be contacted if charged less than preapproval amount: no warranty: no. Date of occurence: 10/30/2024. Po# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device, visual inspection found detached downstream (dso) occlusion seal, dso was replaced and passed all testing. Service history review identified there was indication that the complaint was related to a service of the device within the review period.